Event description:
It was reported that the patient presented in clinic for a device check. Upon interrogation, it was noted that the right atrial (ra) lead exhibited gradually increased capture threshold. The ra lead was noted to exhibit loss of capture prior to the scheduled generator change procedure. Programming changes to vvi pacing mode was done; the ra lead was capped on (B)(6) 2025 and was not replaced. The patient was in stable condition.